Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error test, rewind test and displacement test or verify a21 alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error unexpected restart. Customer's blood glucose level was 250 mg/dl. Customer was able to clear the alarm and not able to complete pump rewind. The device will be returned for analysis.